Manufacturer narrative:
Event logs were reviewed, and it was noted that not enough of the vertebral body was visible in the flash for the system to make a good registration. The following warning was displayed on the interface: "attention: registration accuracy may not be suitable for navigation." The surgeon accepted the registration as is and proceeded with navigation. The root cause is user error; the surgeon did not heed the warning prompt displayed by the system. Quality compliance will continue to monitor for similar complaints as part of routine post-market surveillance.

Event description:
On (B)(6) 2025, orthofix was made aware of the following event during navigation using 7d surgical flash imaging. Per the reporter, the surgeon performed a segmental registration on l4 then proceeded to use the ball tip pointer, navigated burr, and navigated tap to make pilot holes. A 3d c-arm spin was performed, and it was noted that the right l4 and l5 pilot holes were not accurate and appeared to go through the foramen. Neuro-monitoring did not report any issues. The surgery was completed without navigation. It was reported by the pa that the screws were placed in the same trajectory as the original navigated pilot hoes. Patient condition was not reported.